Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high pacing thresholds and low pacing impedance measurements. An x-ray showed a visible break in the lead. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspections confirmed trilumen insulation damaged approximately 31-32 cm from the terminal pin. Laboratory analysis indicated that this type of damage was most likely caused by entrapment in the clavicle or in the first-rib region. No further issues were noted.